Event description:
It was reported that a loss of capture was observed on the left ventricular lead. The lead was revised the following day. During revision, the lead was found to have dislodged. The lead was successfully repositioned.